Event description:
It was reported that during an ablation of endometriosis the patient evolved to an adverse event in which there was intestinal perforation.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. D4 batch #: x95e9x. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the surgeon believe there was an alleged deficiency with the device that led to or contributed to the intestinal perforation? If yes, please explain what was the indication of the procedure? What was the location of the endometriosis? How was the har36 device used to treat the endometriosis? Where on the intestines was the location of the perforation? How was the perforation treated? What is the surgeon's experience with this device? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.